Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the maryland bipolar forceps instrument had an issue with the cautery observed better while washing. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: thermal damage was noticed during the last procedure on system sk1354 on (B)(6) 2025, specifically during the liver resection surgical procedure by dr. (B)(6) and. Arcing was observed during the procedure, with sparking and smoke detected, and it originated from the instrument associated with the complaint. No patient injury or adverse event occurred during or after the surgical procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have thermal damage. It had charring and localized melting on both yaw pulleys in the space between the grips. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.